Event description:
It was reported that the customer experienced a blood glucose level that ranged from 432-433 mg/dl. Tandem technical support performed a system check on the pump and determined no insulin drops were coming from the cartridge. Customer changed the cartridge to resolved the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.